Event description:
It was reported that there was an extension rupture in the infusion lines of the manifold set. This was observed during preparation of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: the event occurred on an unspecified date in 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted a tube disconnected from the part where all tubes are connected. Functional testing was performed and during application of force, one of the tube components broke off with ease due to lack of cyclohexanone. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.